Manufacturer narrative:
Date initial repot sent: 10/27/2009.

Event description:
Procedure: gastrectomy. According to the report: the device was used for a laparoscopy total gastrectomy. After a r-y hemi double anastomosis, the wingnut was rotated, but no click sound. The device could not be removed. Converted to open surgery. There is tissue occluded in the anvil shaft. There was no bleeding and nothing fell into the patient cavity. However, the or time was extended more than 30mins. No patient info available.